Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient began remedial treatment with continued daily ip injections of vancomycin 1gm and meropenem 1g. On (B)(6) 2011, the patient was hospitalized. The root cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and dianeal was ongoing. The nurse believed the peritonitis was unrelated to dianeal pd2 ultrabag therapy.